Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: found with a brown particle inside. Syringe 5ml lot#1068187 was found with a brown particle inside. The syringe was not used during process and was send out of the cleanroom for further investigation.

Manufacturer narrative:
One sample and two photos of a 5ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photos from batch 1068187 regarding item 306949. The sample received in an unsealed package has a brownish discoloration on the barrel consistent with embedded foreign matter. Both images show a loose syringe with one a close-up image each showing the condition as described above. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1068187 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.